Event description:
It was reported that bd insyte autoguard a catheter shredded, and another catheter released prematurely. The following information was provided by the initial reporter: here is a description of the issues encountered yesterday with the 22g ivs: one patient ended up getting poked 3 times with IV start d/t defective 22 g IV catheters. ¿ the first poke that I did in the right hand the catheter met resistance and when pulled out the catheter was shredded but intact at the tip. ¿ the second IV catheter when the nurse pulled the catheter from the packaging only the needle came out and the catheter (straw portion) was still sitting in the plastic packaging sheath. ¿ with the 3rd catheter as the nurse went to poke with the IV catheter, the straw fell off of the needle right before insertion. Product#: 381423. Lot#: 4141579, 4025978, 4177939, 4269435. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Nothing besides patient receiving 3 IV pokes instead on one. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 12/16/2024. 3. Total number of occurrences? (B)(4). 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No photos. 5. Provided 4 lots but not sure which lot related to which issue, so please provide detailed information on this. Unfortunately all packaging was disposed of prior to investigation of issues.

Manufacturer narrative:
Customer provided 4 potential batch numbers for this event related to material #: 381423, but the unable to confirm which ones are the potentially affected: batch#: 4141579, 4025978, 4177939, 4269435. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: due to the absence of a physical sample, photographic evidence, and the inability of the customer to confirm the provided lot number for evaluation by our quality engineering team, a comprehensive investigation could not be conducted. Current quality control measures are in place to identify this type of product malfunction during the manufacturing process. Given the limited findings from the investigation, a definitive cause for the reported incident remains undetermined.

Event description:
No additional information.